Event description:
The pt was on the ventilator. The machine was set in the simv mode with tidal volume set at 0.8l. There was a deterioration in the pt's end tidal with co2 reading (i.e. Co2 became elevated) so the pt was switched to assist control the respiratory care practitioner noted increased pt effort and then noted that the volume delivered was 0.4l, not the set 0.8l. The practitioner wiggled the mode knob and machine resumed normal function.